Event description:
Safety angiocath (b/braun) 20 gauge safety needle did not deploy leaving spring in hub of angio cath. No problem. Md was able to use line during case. No needle stick injury occurred.